Event description:
The pt underwent the cvs procedure at 11.2 weeks gestation. One transcervcal pass was made. The pt began cramping and spontaneously aborted 2 days post cvs procedure. A d&c was performed.